Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the customer experienced high blood glucose and insulin pump was under delivering. The blood glucose reading was 600 mg/dl. The customer treated their high blood glucose with pump bolus and manual injections. It is reported that the customer changed the infusion set 3 times and received insulin flow blocked alerts. The user alleged the insulin pump was under delivering insulin due to having to change the infusion set several times and when they tried to bolus, the insulin does not exit. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Blood glucose at the time of the call was 168 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.